Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopy assisted anterior resection converted to open unrelated to device problem, during anastomosis, after the anvil was attached to the proximal bowel and the stapler was inserted to the rectum, the spike would not advance. The black knob rotated only partially. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one cir stplr trieea31mt medthk wt. The visual inspection of the returned device noted that the screw and cam of the instrument were bent. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Information is provided in the future, a supplemental report will be issued.